Event description:
It was reported that during a preventative maintenance, during the brain accuracy test, the arm would drift for various trajectories in the axial position when the foot was pedal not pressed. This occurred for multiple trajectories when the instrument holder was attached to the arm. This was tested with the instrument holder holding the drill adaptor and with the instrument holder empty. The same trajectories were tested again with the pointer and the arm did not move when in the axial position with the foot on the pedal, unless prompted. No patient involvement.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI #: (B)(4).

Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that a drift was observed with the instrument holder on several occasions. The robot arm did not drift when other tools were used (other tools were tested on the robot), which shows an issue specific to the instrument holder. It should be sent back to manufacturing site for re-calibration.

Event description:
It was reported that during a preventative maintenance, during the brain accuracy test, the arm would drift for various trajectories in the axial position when the foot was pedal not pressed. This occurred for multiple trajectories when the instrument holder was attached to the arm. This was tested with the instrument holder holding the drill adaptor and with the instrument holder empty. The same trajectories were tested again with the pointer and the arm did not move when in the axial position with the foot on the pedal, unless prompted. No patient involvement.